Event description:
Customer reported getting unexpected negative reactions with cell #10 and #11, of panocell-10, when testing with a sample containing anti-e. Methodology used is tube testing. No transfusions or adverse reactions occurred as a result of the unexpected negative reactions.

Manufacturer narrative:
Add'l testing by the customer performed with panoscreen I/ii/iii resulted weak positive with cell #I and 1+ with cell #iii, both e+ cells. The customer sent the sample to another facility to perform antibody ID testing. Testing was performed with gel technology and anti-e was identified. Anti-c could not be ruled out. The reactivity of the e antigen was confirmed on all e+ cells of retention panocell-10, lot 14886. The customer sent sample for investigation testing. Manual tube testing was performed with the sample using retention panocell-10, lot 14886. N-hance, lot nh57-2 was used as potentiator. The sample exhibited positive reactivity ranging from +w (cell # 1 rzr1) to 2+s at the antiglobulin phase of testing with all e+ cells, including 1+ reactivity with cell # 10, and tc (ror donor d792). Pt's sample was nonreactive with e- cell.